Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had inflation/deflation issue. It was reported that the cuff was leaking and would not hold air in the cuff. Customer indicated there was no patient harm.